Event description:
It was reported to philips that the system's suite computer was unable to boot and stuck in a boot loop, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up. The philips field service engineer (fse) checked the system logfile onsite and found communication failure between suite pc and flex viewing pc. To resolve the issue, the fse cleaned the cables in cabinet m and in cabinet b, reinstalled the os and app for suite pc and flexvision pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.